Event description:
The reporter stated that the unit was being returned for an inaccurate reading. Once the device was returned, further information supplied with the device stated that the device was 5ml short of a programmed infusion. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The reported problem could not be duplicated. There was no indication in the device history that the suspect device underdelivered. The device passed all functional and delivery tests.